Event description:
A malfunction was reported on a customer's pump, identified by the malfunction code "malf 12." There was no adverse impact to the customer's blood glucose level. The customer had not previously reported or reset the pump for this specific malfunction before contacting support. Technical support provided instructions to reset the pump and assisted the caller in successfully resetting it, after which the malfunction did not recur. The customer was advised to continue using the pump and to report any reoccurring malfunction codes in the future.